Event description:
Initially the customer did not specify the reason for the return of the product. There was no patient contact reported. Upon receipt of the returned product found noted "doesn't sound".

Manufacturer narrative:
(B)(4): evaluation, results: evaluation of the returned product shows that when tested the alarm powers on. However there is no alarm tone when the pressure is removed from the sensor pad. The tone selector, low battery indicator, and fail-safe features do not pass functional tests. The alarm door and liqui-label are missing from the unit. (B)(4).